Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 24, 2020. Device evaluation summary: during visual evaluation of the sample no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures and revealed a leak from the valve. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on august 27, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on september 2, 2020. In addition to the issues reported previously, the patient also experienced capsular contracture (baker grade unknown). When the devices were explanted, they were replaced with 400cc gel implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2020 mentor became aware that it erroneously omitted updated d6 codes (6. Method codes, 6.result codes, 6. Conclusion codes) from the supplemental report submitted on that same date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis experienced spontaneous left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. An explant is planned for (B)(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).